Manufacturer narrative:
Correction to section h6 device codes, a2304 was added. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced atrial fibrillation (af), vagal response and asystole. During a pulsed field ablation (pfa) procedure to treat paroxysmal af, mapping was completed with a non-boston scientific advisor hd grid mapping catheter. The mapping catheter was exchanged, and the procedure was proceeded with farawave nav catheter. After the first two ablations in the left superior pulmonary vein (lspv), the patient went into asystole. The patient was in fibrillation and unable to be pace. External pacing was attempted but was unsuccessful. There was no time to place cs or farawave in the ventricle. Chest compressions were initiated, and the patient's rhythm returned within a minute. Glyco was never administered. Pacing was performed in the lv during the posterior wall ablation. When ablating the left inferior pulmonary vein (lipv), a vagal response occurred again, so lv pacing was started. The case was completed successfully and the patient recovered. The farawave nav catheter is not expected to return as it was disposed.

Event description:
It was reported that the patient experienced atrial fibrillation (af), vagal response and asystole. During a pulsed field ablation (pfa) procedure to treat paroxysmal af, mapping was completed with a non-boston scientific advisor hd grid mapping catheter. The mapping catheter was exchanged, and the procedure was proceeded with farawave nav catheter. After the first two ablations in the left superior pulmonary vein (lspv), the patient went into asystole. The patient was in fibrillation and unable to be pace. External pacing was attempted but was unsuccessful. There was no time to place cs or farawave in the ventricle. Chest compressions were initiated, and the patients rhythm returned within a minute. Glyco was never administered. Pacing was performed in the lv during the posterior wall ablation. When ablating the left inferior pulmonary vein (lipv), a vagal response occurred again, so lv pacing was started. The case was completed successfully and the patient recovered. The farawave nav catheter is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.